Event description:
On 2/10/2025, a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose event resulting in hospitalization. The event occurred on 2/9/2025. On (B)(6) 2025, the user reported high bg levels following an infusion set change. The user had changed the infusion set earlier in the day but continued to experience a bg rise, reaching 500 mg/dl. Despite receiving an alarm at 300 mg/dl for 90 minutes, the user did not follow the ketone action plan (kap) or use ketone strips as instructed. After giving an injection, the user went to the ER, where they received fluids and 10 units of fast-acting insulin subcutaneously to bring bg levels down. The user also reported possible mild ketones and continued to administer rapid-acting insulin every few hours, without long-acting insulin, for the next 12 hours. It was discovered that the cannula of the infusion set was bent when removed. The user was using a convatec inset (23", 6mm) teflon infusion set during the event. The user has subsequently been trained to now use the convatec contact detach (23", 6mm) steel infusion sets. Additional event information.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.